Event description:
Customer reported that they were having network related issues. Additionally, they reported that this interrupted centralized monitoring for a couple of hours and they experienced a few reboots during this time. Monitoring of patient vital signs would continue at the bedside vital signs monitor. The customer confirmed that there were no patient injuries or death related to this incident.

Manufacturer narrative:
We will not be receiving the device back for evaluation. We rendered technical service over the phone to restore operation. We are still investigating the cause and will issue a follow up report when we have completed the investigation.